Manufacturer narrative:
Per comp (B)(4) final report: the following additional information was requested from the reporter: - confirmation of the revised device details (part number and lot code). - are the explanted devices available to be returned? - post primary and pre revision x-rays. - operative notes (primary and revision). - patient age, activity level, weight and medical history. - did the patient follow correct post-op protocol? - did the patient experience any slips / falls or other trauma post primary? - were all pieces of the ceramic head recovered? - an update on the patient following the revision. The appropriate device details have not been provided and hence the relevant device manufacturing records have not been able to be identified and reviewed. Some of the requested information was provided but without the device details, no further investigation can be conducted and the root cause cannot be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Revision of the trinity cup and biolox forte ceramic head due to post operative breakage of the implant. Please note: the triniy biolox forte ceramic head subject of this report is not cleared for sale or distribution in the USA and this event occured outside of the USA. A trinity cup was also revisied, this device is cleared for sale/ distribution in the USA.

Manufacturer narrative:
Per (B)(4) initial report. The following additional information was requested from the reporter: - confirmation of the revised device details (part number and lot code). - are the explanted devices available to be returned? - post primary and pre revision x-rays. - operative notes (primary and revision). - patient age, activity level, weight and medical history. - did the patient follow correct post-op protocol? - did the patient experience any slips / falls or other trauma post primary? - were all pieces of the ceramic head recovered? - an update on the patient following the revision. If the appropriate device details are provided then the relevant device manufacturing records will be identified and reviewed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representitive or distributer caused or contributed to this event.

Event description:
Revision of the trinity cup and biolox forte ceramic head due to post operative breakage of the implant.